Event description:
It was reported the device exhibited a high-pressure alarm. Troubleshooting was performed but the alarm persisted. Per reporter the patient was unable to switch to a backup pump, the infusion was life sustaining. Continuous IV 88ng/kg/min.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: b5 ¿ the outcome of the event was resolved as the device was replaced. No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted.